Event description:
According to the reporter: the device was fired correctly but when water was passed through, it leaked. The staples seem to have formed properly. Manual suturing was also done to rectify the issue. No operative time delay was reported and there was no patient injury reported.